Manufacturer narrative:
The third party service agent evaluated the device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer (third party biomed) reported that the device they're servicing would no longer detect a connection through the defibrillation therapy cable assembly. This observation occurred during testing and there was no patient use associated.

Manufacturer narrative:
Physio-control has performed numerous attempts to reach the service agent regarding the investigations results of the reported issue, but has been unsuccessful in doing so. No results appear to be forthcoming. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.